Event description:
The customer reported that the unicel dxc 800 synchron system electrolyte injection cup (eic) had overflowed. The released fluid was contained within the ion-selective electrode (ise) module and no healthcare workers or patients were exposed to the spilled fluid. Additionally, no patient results were affected by this event. There were no deaths, serious injuries or modification to patient treatment associated with this event. Beckman coulter inc. Customer technical service guided the customer through instrument troubleshooting, utilizing the appropriate personal protective equipment, however the problem was not resolved. Beckman coulter inc. Field service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) cleared a clot in the instrument waste line. The fse removed and flushed the valves and inspected the flappers. They were found to be gummy and sticky and hence were appropriately cleaned. The fse washed the eic cup and block and reamed all ports. The fse reassembled and primed the unit twenty times. The instrument analytes were calibrated and a quality control assessment was performed with acceptable results. Upon completion of the necessary repairs, the instrument was returned into service.